Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to fluid loss from the cuff. A CT showed that the pressure regulating balloon (prb) of the aus is no longer filled with saline. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the surgery, the patient was stable and there was no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the cuff leak was confirmed. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications; a risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon component was visually inspected, microscopically examined, and tested for leaks. Wear and material fatigue was identified on the kink resistant tubing (krt). The balloon was not functionally tested because there was no device allegation made against the balloon component and further testing did not deem necessary as a malfunction was confirmed in the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. Wear and material fatigue was identified on the kink resistant tubing (krt). The pump was not functionally tested because there was no device allegation made against the pump component and further testing did not deem necessary as a malfunction was confirmed in the cuff component. The cuff component was visually inspected, microscopically examined, and tested for leaks. Several folds were identified in the cuff. A pinhole leak was identified in the cuff shell consistent with wear at the fold in the cuff component. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported fluid leak in the cuff component. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to fluid loss from the cuff. A CT showed that the pressure regulating balloon (prb) of the aus is no longer filled with saline. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the surgery, the patient was stable and there was no patient complications.